Event description:
It was reported that stimulation was turning off. While patient was walking to the porch ((B)(6) 2011) and went to take a step up onto porch, stim turned off and the patient fell down. Syncing with programmer, it stated stim was off. The patient was using his programmer without the antenna. They were wondering if the patient was pressing wrong button when trying to sync. Another incident of stim turning off (details unknown) was noted. The patient used stimulation as an assist to walking because he is a partial paraplegic. Stim allows for the patient's feet to stabilize, balance and walk. The patient uses a power chair at times as well. Location of the patient's symptoms was noted as left leg, right leg and below the waist. It was challenging to program the patient given the partial paralysis and for the patient to give an accurate idea of what he is feeling. The patient was at home in fair status. The manufacturer's representative had spoken with the patient and stim was back on and working. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2012, explanted:, product typ: lead. Product ID (B)(4), lot#, serial# (B)(4), implanted:, explanted:, product typ: recharger. Product ID (B)(4), lot#, serial# (B)(4), implanted:, explanted,: product typ: programmer, patient. (B)(4).

Event description:
Additional information received noted that impedances were measured and found to be wnl, no x-rays performed. It was found that the patient's adaptivestim sitting voltage was around 2.5v but mobile voltage 2.1v. He was reprogrammed with a group with adaptive stim off so he can have complete control over walking voltages since he is a partial paraplegic and his walking motions are felt to be shorter duration and not of typical walking motions that would otherwise trigger adaptivestim accelerometer. Regarding if any malfunction were seen, it was noted none other than a possible sub-threshold mobile setting. When they tested the patient he said 2.7v or greater (as seen in group e) would be necessary for him to get enough stim to walk. No interventions were taken or planned. As of this reporting, the patient had had effective therapy restored.